Event description:
It was reported that the patient underwent a replacement surgery in which a tactra device was removed, and a new inflatable penile prosthesis (ipp) was implanted due to the tactra device crossing distally. No additional information was reported.